Manufacturer narrative:
The reported event of the guidewire failure to advance was confirmed. Final analysis found no anomalies on the lead via visual inspection and the x-ray examination found the offset/damaged inner coil at the connector region. The guidewire insertion test couldn¿t perform due to the damaged coil consistent with procedural damage. The cause of the reported event was isolated to the inner coil being offset/damaged found on the lead. The s-curve hump height was measured within specifications.

Event description:
It was reported that during an implant procedure, the guidewire failed to advance through the left ventricle (lv) lead before inserting the lv lead into the delivery system. The lead had been flushed before trying to insert the guidewire. The physician elected to not use the lv lead, and a new lead was used and implanted. The patient was stable throughout the procedure.